Event description:
At 10:00 pm the pt performed a blood glucose test on the suspect device and obtained a result of 400 mg/dl. The pt then took 30 units of insulin. The pt later felt ill and called the paramedics. Around 12:00 am the paramedics checked the pt's blood glucose on the paramedics meter and a result of 29 mg/dl was obtained. The paramedics administered a glucose IV. No other info surrounding the incident was provided.